Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma.

Event description:
Healthcare professional reported a day after injection in the lips with 1 ml of juvéderm® ultra xc and in the lip lines with 0.4 ml of juvéderm volbella® xc patient developed edema and inflammation in the entire upper lip. Patient hates the outcome and the fact that their lips are so big. A week after injection the patient was treated with medrol dosepak, benadryl, and pepcid. The symptoms responded to steroids immediately and resolved the same day treatment was provided. This is the same event and the same patient reported under MDR ID #3005113652-2017-01747 ((B)(4) .this MDR is being submitted for juvéderm® ultra xc.